Event description:
Tubes broke in the centrifuge. As they were removing the stopper of a broken tube, the tube broke in their hand and cut their left thumb. They followed exposure control plan and tested for hiv and hepatitis.